Manufacturer narrative:
Additional information regarding this event has been requested.

Event description:
It was reported by the patient that she was implanted with a gore helex septal occluder in (B)(6) of 2009. The patient reported that following placement of the device, two bubble studies were performed and the results were negative. She further reported that she later had symptoms of transient ischemic attack, a subsequent positive bubble study, and multiple hospitalizations. The helex device was explanted in (B)(6) of 2011 and the patient reported thrombus formation on the occluder.